Event description:
It was reported that during a da vinci-assisted isolated nissen fundoplication surgical procedure, the plastic piece on the harmonic ace instrument had broken off and fell into the patient. The item was retrieved without any harm. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the robotics coordinator to confirm that the harmonic ace instrument was inspected prior to use with no issues observed. After the fragment fell, the staff removed it using a laparoscopic instrument and visually confirmed that there were no other fragments. No x-rays were performed. There are no photos or videos of the procedure available for review.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the harmonic ace instrument, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. No image or video clip for the reported event was submitted to isi for review. A procedure log review showed the harmonic ace instrument (part# 480275-08 / lot# l90220523 0083) was last used in a nissen fundoplication ¿ isolated procedure performed on (B)(6) 2022 on system (B)(4). Another harmonic ace instrument was also used in the same procedure. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.